Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with power error detected alarms and low battery alarms due to j6 connector resistance issue.

Event description:
The customer reported via phone call that they received low battery alarm again. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.